Event description:
It was reported that this lead was explanted due to a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to it was fractured and it was exhibiting noise. A new lead was successfully implanted. This lead will not be returned. No additional adverse patient effects were reported.